Event description:
It was reported that post-implant of the realize adjustable band, the band eroded into the stomach and had to be removed. There were no reported patient complications after the band was removed. No other details are presently known. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4): the complaint cannot be confirmed. Evaluation of the device cannot confirm events that are physiological in nature. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it was observed within the product's instruction for use (IFU) that erosion is a recognized adverse event associated with gastric banding and the realize adjustable gastric band.a device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.